Event description:
Caller reported a tandem mobi cartridge alarm during the loading process, and it was confirmed as cartridge alarm 30, which had previously occurred with this pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support resolved the issue by arranging for a replacement pump and provided instructions for returning the malfunctioning pump. The customer was informed about steps for setting the pump into storage mode, ensuring backup therapy using mdi, and actions to take upon receiving the new pump.